Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted due to medical reasons. Advanced bionics is currently attempting to obtain consent from the recipient. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2024. The recipient reportedly had middle ear surgery which was not device related. The recipient's device was activated and is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed sliced silicone overmold on the top cover, as well as extruded multistrand wires in the ground ring region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut ground ring wires. This is believed to be due to revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.